Event description:
Nicu vascular access team member attempted to insert a PICC line. With successful venipuncture, the catheter was advanced without difficulty. However, when the peel away sheath was attempted to be broken and torn apart, it did not break easily and when pressure was applied, the wings broke off but the sheath did not split. The line needed to be exchanged. No harm to patient.